Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, the staplers did not fire. The event happened during the gastrojejunostomy part of the procedure where the surgeon brought together part of the stomach and part of the jejunum. The surgeon fired a reload however he is claiming that the firing didn't fire any staples and just cut. The surgeon was required to complete the anastomosis with a suturing technique. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned products noted that the reloads were fully fired. Staple strike marks were noted on all reloads. Microscopic evaluation of the first reload noted that the reload had damage to the cutting edge of the knife blade. Functionally the reloads were loaded into a pmv representative instrument and were cycled without hesitation or binding. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.